Manufacturer narrative:
No product was returned for evaluation. Review of the lot history and device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported a left catheterization was performed. The patient was found to have left main coronary artery disease and sub-total right coronary artery disease. A 6f angio-seal was placed in the right groin and the patient was sent to the floor for recovery. During the early morning hours the next day, the patient developed a hematoma in the right groin and became hypotensive and diaphoretic. The patient was taken to surgery for exploration and repair of the right common femoral artery. During this time, the patient suffered a mycardial infarction (mi) and a balloon pump was inserted. The patient was taken back to the cath lab for an angiogram and possible percutaneous transluminal coronary angioplasty (ptca). The right coronary artery was found to be occluded; it was ballooned and stented. The patient was sent back to the unit on the ventilator and balloon pump. The patient was reportedly recovering.